Manufacturer narrative:
The hil-rom field technician inspected the bed and found the bed and labor grips to be in proper working order.

Event description:
The account alleged that a child was playing around the right side of the bed and started to scream. Visitors alleged the child was holding up her left hand as it bled and the end of the left ring finger was severed from the knuckle. The child was taken to the ER. A nurse removed the finger tip from the right hand labor grip socket and placed it on ice.